Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for evaluation. The customer contacted olympus technical assistance support (tac) via phone and remote troubleshooting was performed. The customer informed tac of an unknown scope communication error and was transferred to customer solution to obtain an RMA. Troubleshooting confirmed that the customer had an output problem. A root cause could not be identified. Based on the results of the investigation, the most probable cause is component failure; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed no image, showed pink static, and had a scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.